Manufacturer narrative:
Review of the DHR did not detect any discrepancies related to this event.

Event description:
It was reported that the inserter would not advance during screw insertion. An add'l inserter was readily available and was used. Pt status is fine.